Manufacturer narrative:
(B)(4).

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead impedance measurements, measuring greater than 2000 ohms, high threshold and decreased r-wave amplitude measurements. Technical services (ts) was consulted and offered troubleshooting options. A chest x-ray was performed, but the results were inconclusive, therefore the physician opted to surgically intervene. Once the rv lead was disconnected from the ICD, impedance and threshold measurements were tested through the pacing system analyzer (psa). These measurements were normal. The physician then reconnected the device and existing rv lead, ensuring a proper connection. As a result, the prior lead observations were resolved. The device system remains in service. No additional adverse patient effects were reported.